Manufacturer narrative:
Initial.

Event description:
It was reported that a customer sought to return the ilet following a hyperglycemia event, with cause unclear and no additional device or component details provided. Symptoms included insufficient information to characterize clinical manifestations. Outcomes included insufficient information to characterize impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information, with no specific medical device problem or component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.